Event description:
The device was used during an unknown procedure. It was reported by the affiliate that one staple was delivered and then the device jammed. There was no patient consequence.

Manufacturer narrative:
H6; code 100: inverted staple in the cartridge track. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that "one staple was delivered and then the device jammed" during surgery was due to an inverted staple in the cartridge staple track. The instrument was received with dried body fluids in the cartridge assembly, with no staple in the nose, with a yielded cartridge nose weld, and with an inverted staple in the track. No functional testing could be performed due to the jammed staple in the staple track. The cartridge assembly was disassembled and a staple was observed to be inverted in the staple track, which was concluded to be due to an assembly error. The instrument contained 23 staples. The assembly management has been notified of this incident and product inquiry will monitor for additional occurrences. Co strives to understand each incident as it occurs in order to continuously improve products.